Event description:
The facility representative reported a flogard infusion pump with a common failure. The event was reported to have occurred upon power up in the pediatric department. There was no patient invlolved and no report of patient injury, or medical intervention related to the device. Upon further review, the quality enginner has identified failure code 38 as the reported condition. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of a "common failure" was confirmed by service as failure code f-38. The problem was reproduced. Service determined that the cause was due to defective force sensing resistors, which were replaced to resolve the issue. Should additional information become available, a follow-up medwatch will be submitted.